Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had ventricular channel sensing which caused temporarily loss of bi-ventricular pacing. Programming changes were made. The patient was fine.